Event description:
Equipment is designed to be attached to another tube via two connectors on each end; however, the tubes on the connectors do not fit properly because one side is too loose and the other side is too tight. Two weeks ago the facility reported to the MFR the problem with the equipment and its connectors. The MFR denied the problem, had no intent to correct it, or to supply the facility with new equipment. The facility is using the device by interconnecting the tubes with tape and without any adverse effect on pts.